Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the liner had fractured. Products are covered in biodebris. No additional evaluation can be performed with the pictures provided. Medical records were not provided. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat#: 00620205822, lot#: 64387890, shell porous with cluster holes 58 mm. Cat#: 00625006525, lot#: 64445212, bone scr 6.5x25 self-tap. Cat#: 00877503602, lot#: 3005198, bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14. The device will not be returned for analysis, as the device was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a hip arthroplasty on an unknown date. Subsequently the patient was revised approximately 2.5 weeks ago. It was found that the liner was broken and leading to cup and head damage. Cup, liner, and head were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.